Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was connection issue between the patient adapter (catheter adapter) of a minicap extended life pd transfer set and the titanium adapter. This occurred before treatment for peritoneal dialysis therapy. There was no allegation against the titanium adapter and the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings was changed from c20 to c19 and investigation conclusion was changed from d15 to d14. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.